Event description:
The baxter field service engineer noted an infusion pump that would not turn on. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the device not turning on was confirmed during product evaluation due to depleted batteries. The batteries were replaced due to potential damage. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.